Event description:
A hospital in another country reported that there was a bent heater wire pin on the rt235 infant evaqua breathing circuit inspiratory limb.

Manufacturer narrative:
Sample is en-route to MFR.